Manufacturer narrative:
The reported guide wire was received for analysis. Examination of the guide wire revealed the proximal core wire to be fractured at the proximal solder bond area. There was no adhered biological material on the guide wire shaft. There was no other damage revealed with the guide wire that would have contributed to the reported event. Scanning electron microscopy analysis was performed and revealed the presence of possible shear dimples and fatigue striations on the fracture face of the core wire. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the guide wire detachment could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was 95% stenosed and located in the proximal popliteal artery. Following treatment of the lesion with the oad, the device was removed from the patient and balloon angioplasty was performed. When the balloon was deflated, it was noted that the tip of the viperwire guide wire had become detached. The wire fragment was unable to be snared and remained in the patient.